Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer (via a manufacturer representative) with a neurostimulator for non-malignant pain. The patient stated it was very frustrating to charge the neurostimulator (it was not user friendly) and that it would take too long to reach 100% charge. The patient stopped charging the implantable neurostimulator (ins) since she felt she wasn't getting good pain control with the spinal cord stimulator (scs) and had not charged the implantable neurostimulator (ins) "in ages." It was clarified that it was greater than 50 days since the ins became discharged. The patient was not able to connect with the ins using the recharger or the patient programmer. The ins was in overdischarge. The manufacturer representative attempted to read the ins with the patient programmer and recharger, and it was unsuccessful. The clinician programmer was used to interrogate the ins, and it could not communicate with the ins. A device reset was attempted. Though, after 60 minutes, they were unable to begin charging. The manufacturer representative noted they will attempt another device reset again at a later appointment. The issue was not resolved and the manufacturer representative had no new information pertaining to the appointment. Information was requested from the patient regarding the steps taken to resolve the recharging issues and the cause, any troubleshooting, and resolution of the inadequate pain relief. A supplemental report will be sent should additional information be received.